Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the nurses were initially getting alarm 113 (reduced water temperature control) on the device. They ran a calibration, and it was failing the bypass flow, biomed was already cleared it before got the error number. Per follow up information received via task on 02apr2025, it was confirmed that they spoke with technical support and was advised to run a calibration on the device. The calibration was successful and completed without any errors. It was reported that that the initial issue was user error. The device was back in use with no further issues reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: d,h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the nurses were initially getting alarm 113 (reduced water temperature control) on the device. They ran a calibration, and it was failing the bypass flow, biomed was already cleared it before got the error number. Per follow up information received via task on 02apr2025, it was confirmed that they spoke with technical support and was advised to run a calibration on the device. The calibration was successful and completed without any errors. It was reported that the initial issue was user error. The device was back in use with no further issues reported.

Manufacturer narrative:
Correction: d, e, f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the nurses were initially getting alarm 113 (reduced water temperature control) on the device. They ran a calibration, and it was failing the bypass flow, biomed was already cleared it before got the error number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the nurses were initially getting alarm 113 (reduced water temperature control) on the device. They ran a calibration, and it was failing the bypass flow, biomed was already cleared it before got the error number.